Manufacturer narrative:
A ge rep evaluated the sys and reloaded software. Sys operates as intended.

Event description:
Customer reported the sys shut down and would not reboot. Sys operates as intended.